Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-jun-27 reported the serial number of the clinician programmer involved with the bridge bolus programming error was given, but was actually the software card serial number. The 8840 serial number remains unknown. It was noted that the issue was resolved. Actions/interventions taken to resolve the "drug concentration was entered as the old drug desired dose" included the bridge bolus was stopped and the pump was reprogrammed. The cause was noted as a programmer error. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 147 mcg/ml clonidine at a dose of 49 mcg/day, 22 mg/ml bupivacaine at a dose of 7.33 mg/day, and 3 mg/ml morphine at a dose of 1 mg/day via an implantable infusion pump for malignant pain. It was reported by the hcp that the following bridge bolus programming error occurred: the drug concentration was entered as the old drug desired dose. The hcp had just done a refill on (B)(6) 2017 and the drug concentration and drug were done. The hcp stated she entered the drug concentration as the old drug desired dose and the bolus was shortened. No symptoms were reported.